Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) has been confirmed. As received, the monitor failed incoming testing and displayed service code 102. The cause for the code 102 and incoming test failure is an open resistor r45 on the computer/analog (ca) board. The cause for the open resistor was a defective resistor. The root cause for the defective resistor was unable to be positively determined. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A "sargent" contacted zoll customer support to report that a (B)(6) male patient's monitor produced a service code. A review of the patient's flag files revealed a service code 102. The patient was issued a replacement monitor.